Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the therapy worked well for about a month, noting that the patient went from urinating 12 times a night to 4 times. The caller mentioned that the patient was feeling stimulation at the time the healthcare provider (hcp) programmed the therapy settings, then the sensation of stimulation went away after a couple of days. The caller also mentioned that the patient had "been through all 4 programs" before they settled on a program that gave the patient the most relief. However, the caller said for the past 4 nights in a row the patient was urinating every 15 minutes and they could feel the stimulation constantly. The caller confirmed the patient was feeling the stimulation in their bicycle seat area, but the stimulation was bothersome to the point that it caused sleep deprivation. The caller added that the patient was jittery at the time of the call, possibly to the point of dehydration. The caller wasn't sure what was wrong with the ins, and thought perhaps the patient "rolled over on it." The caller said the patient's hcp was no help and advised the caller to contact the manufacturer. The caller called their local manufacturing representative (rep) but got their answering machine. The caller confirmed they did not mention any details regarding the event when they left a message for the rep. The caller said their reason for calling was to get medical advice. Agent reviewed role of the manufacturer and programming considerations. The caller said they would consider turning therapy off since it wasn't helping anyway. The caller said they would likely bring the patient to the ER so they can run an IV and hydrate the patient. The caller was redirected to the patient's hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.